Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited low impedance and high capture threshold. A fluoroscopy revealed an insulation anomaly near the clavicular region. The lead was capped and replaced.